Manufacturer narrative:
Results: the sterile product pouch was ripped near the distal end. Conclusion: the complaint has been evaluated. The initial complaint indicated that the package of the neuron max was torn. Evaluation of the returned device confirmed that the distal end of the sterile product pouch was ripped open and the sterile barrier was breached. This type of damage typically occurs if devices are not properly stored after received by the hospital. If the sterile product pouch comes in contact with a sharp corner, damage such as this may occur. These devices are 100% visually inspected prior to shipping. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron max 088 long sheath (max 088). During preparation for the procedure, the staff noticed that the package of the max 088 was torn and it was not use. The procedure continued using a new max 088.